Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) reported seeing air in the patient line starting at or near the transfer set. The baxter technical service representative (tsr) had the hp close all clamps and disconnect using aseptic technique. The tsr had the hp cycle power off then on to clear error 2240 followed by 2367 ending therapy. The tsr advised the hp to notify peritoneal dialysis registered nurse (pdrn) as soon as possible. The alarm was cleared. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2012 regarding the system error 2240 alarm. The cg reported that the issue was resolved, but she did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that the home patient (hp) discussed the alarm with his nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.